Event description:
It was reported that the patient had an advance xp sling implanted in 2016. The patient had an artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon due to recurring incontinence.